Manufacturer narrative:
This is not the first revision surgery underwent by the patient. The patient had suspicion of infection and had a liner changed in (B)(6) 2016. Then, the patient came in again complaining of persistant pain. Additional information received on 16 february 2017 and includes: the surgery was completed successfully on (B)(6) 2017. The first revision surgery date was on (B)(6) 2016. Batch reviews performed on 07 march 2017. Lot 152892: (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 3 left, code 02.07.1203l, lot. 152349 (k090988) (B)(4) items manufactured and released on 25 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 3/10 mm left, code 02.12.0310fl, lot. 153532 (k121416) (B)(4) items manufactured and released on 15 october 2015. Expiration date: 2020-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2, code 02.07.0034rp, lot. 154687 (k090988) (B)(4) items manufactured and released on 29 october 2015. Expiration date: 2020-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 08 march 2017 the (B)(4) performed a clinical evaluation and commented as follows: secondary infection in a cemented total tka after one year. Infection was confirmed, according to the report. Late infection are a known, possible adverse event following tja. There is no reason to suspect a faulty device at this stage.

Event description:
The patient had persistant pain and the surgeon investigated infection to find proprionibacterium is the organism. The surgeon decided to do a 2-stage revision.